Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bags experienced vapor lock frequently causing urine to leak around the tubing. It was reported by the complainant that the medical staff has been informed to manipulate the bag and disrupt the seal to prevent vapor lock, but the staff has not been doing so.